Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an 8-month-old infant hospitalized for a postnatal diagnosis of poly malformative syndrome. When changing the tracheostomy cannula, the health professional noticed that drops of eppi were coming out of the cuff when testing the cuff with 2ml of eppi. The cuff was not inflated properly and the cannula was not placed. There has been no report of patient injury or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damage could be detected. Functional testing found the cuff inflated successfully; the complaint was not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).